Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that while doing an articular surface exchange, the surgeon found that the post was broken. Primary surgery was done 14 years ago.

Manufacturer narrative:
Visual inspection of the returned articular surface confirmed that the post had fractured off. Pitting and gouges were noted on the condylar surfaces and on the component backside. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr, ps, lps, and lcck package insert available at the time of the primary surgery, prosthesis fracture is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.